Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal 2000.0mcg/ml; 439.6mcg/day in an implantable pump for intractable spasticity. An empty pump alarm occurred on (B)(6) 2018. It was confirmed the pump would be refilled and simple continuous mode would be resumed. It was noted there were issues with refilling the pump. The hcp was able to aspirate, but unable to refill the pump. It was reviewed to check for proper needle orientation, use a manufacturer's recommended refill kit, perform the locked valve procedure (hold negative pressure), use a smaller syringe (5 or 10ml) to force saline into the reservoir. It was noted a non-recommended refill kit was being used. The hcp would attempt to use a non-recommended refill and switch to a recommended refill kit if the pump was not able to be refilled. The manufacturer representative would call back if they were not able to correct the issue. There were no reported symptoms. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the empty pump was due to the patient missing a refill date. The locked valve procedure was performed and resulted in a successful pump refill. It was noted the manufacturer recommended refill kit was not used.